Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2026-00069 under a different suspect device. The field service representative instructed the customer to replace the sample alinity pipettor probes due to the sample probe possibly contacting gel in a sample tube. The replacement of the sample alinity pipettor probes was considered the issue resolution. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to false depressed patient results after the current issue was identified. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with alinity pipettor probes did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformance or potential nonconformance. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or alinity pipettor probes was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false depressed alinity I ca 125 ii result for a 70-year-old female patient that has been diagnosed with ovarian cancer. The following results were provided: (lab reference range for ca125 <35 ku/l) (B)(6) 2026, sid (B)(6), initial result = 10 ku/l, (B)(6) 2026 repeat result = 899 ku/l, result after 1:10 dilution = 1008 ku/l . No impact to patient management was reported.